Manufacturer narrative:
B5 - the surgeon finds iris pigment in this patient during evaluation 1 month after icl. Vod: 20/20, vos: 20/40, iop od: 16 mmhg, iop os: 15 mmhg, vault - od: 520 um, vault - os: 480 um. The 7 days post op, the eye condition is normal, no iris pigment. The pigment is in the iris and lot of sticky in icl. Os ucva 20/40, there is residual cylinder is not corrected because using spherical icl. Now using posop minidose 0.6 ml & timol 0.5% eye drop 5 ml (local manufacturing).preop medications: moxifloxacin eyedrop and prednisolone acetate eye drop. Intraoperative medications: use moxifloxacin intracameral 0.1cc. Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Iris pigment dispersion and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A health care professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced pigment dispersion. The lens remains implanted. Medication was adminsitered. Cause of event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.